Event description:
When the stem was implanted, it remained approx 5 mm proud versus the completely seated broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.